Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. Per hemosphere operators manual, inaccurate non-invasive measurements can be caused by factors such as excessive variations in blood pressure, poor blood circulation to the fingers, a bent or flattened finger cuff, excessive patient movement of fingers or hands, artifacts and poor signal quality, incorrect placement of finger cuff, position of finger cuff, or finger cuff too loose, and electrosurgical unit interference. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that multiple sites had inaccurate values while using an acumen iq finger cuff on patients with high bmi. No additional information was provided.